Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0393 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that after the catheter was successfully placed, blood leakage continued from the front end of the catheter, and there was still blood leakage after confirmed that the artery was not inserted.

Event description:
It was reported that after the catheter was successfully placed, blood leakage continued from the front end of the catheter, and there was still blood leakage after confirmed that the artery was not inserted.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of blood reflux was inconclusive because the clinical use conditions in which the reported event was alleged to have occurred could not be replicated. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Light usage residues were observed. Microscopic inspection and manipulation of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No deficiencies were discovered during evaluation of the returned sample; however, valve crack pressure/proper functionality could not be fully assessed. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recp0393 showed no other similar product complaint(s) from this lot number.